Manufacturer narrative:
There was no damage to the distal tip. The first two distal segments were exposed distal to the retractable sheath tip. The stent segments were positioned distal to the distal inner member marker. Visual inspection of the device handle confirmed the red safety clip was present on the returned device. Review of the blue slider/front grip gap confirmed the blue slider was correctly positioned. There was a kink evident to the shaft immediately distal to the strain relief. There was no further damage evident on the device. The handle and the retractable sheath could be moved freely on the device without any issue. (B)(4).

Event description:
Physician was attempting to use a complete se stent to treat a lesion in the sfa with 70% stenosis. The lesion exhibited moderate calcification and slight tortuosity. The lesion was pre-dilated once with a pressure of 12atm for a duration of 2mins. 65% stenosis remained after pre-dilation. A non medtronic device was used to carry out the pre-dilation. Prior to use no abnormalities were noted during inspection. During the stent implanting procedure the safety lock could not be unlocked therefore the stent could only be partially deployed. There were no issues noted during advancement of the device. The device was removed from the patient. No force was used to remove the delivery system. There was no physical damage noted on the device. The physician completed the procedure with another complete se device. The physician determined the reason for the event was due to a product defect. No patient injury was reported.